Event description:
Customer reported to carefusion that a prong from airlife infant nasal prongs broke off and lodged in the patient's nare. The clinician had to remove the broken prong from the nare. The patient was a (B)(6) male infant being treated for respiratory distress syndrome. The sample is available and the customer has indicated it will be returned for evaluation. The lot number is unknown. It was reported that the patient was uninjured and fully recovered from the event.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned sample was evaluated according to inspection procedures and it was observed that the prong tips are breaking; the reported issue was confirmed. Unfortunately without the lot number information, it is not possible to review the device history record for this product. The part number involved is not currently being manufactured and therefore the manufacturing process could not be reviewed. The nasal prong component of this product is provided by an external supplier. Carefusion has notified the external supplier and requested their investigation into the root cause and corrective action for the problem reported.

Manufacturer narrative:
(B)(4). Upon completion of carefusion's investigation, a follow-up report will be submitted.